Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side intracapsular rupture confirmed by MRI. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced. Capsulotomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side intracapsular rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side intracapsular rupture confirmed by MRI. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced. Capsulotomy was performed.